Event description:
(Anspach) hospital personnel reported a small battery drive that is not working properly the device did not work with other batteries either. This complaint involves 2 devices for complaint (B)(4). This is report 1 of 1 of complaint# (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was completed on device. The reporter's complaint that the small battery drive (002299) does not function could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it makes an unusual noise, and gets hot. Evidence indicates this is due to usage wear over time. Placeholder.